Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 49mg/dl at the time of incident and the current blood glucose level was 104mg/dl. The customer was treated with orange juice. Customer declined to troubleshoot for low blood glucose value. The device will not be return for analysis.